Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the patient was ventilated, there was a leak and it was due to rupture of the cuff. There was no patient injury.